Manufacturer narrative:
No anomalies detected by checking the DHR of the lot# involved on a total of (B)(4) smr humeral head dia. 40mm manufactured with the same lot #201607947. No other complaints reported on the same lot#. Nor x-rays related to the surgeries neither explants are available to be sent to lima corporate for further analysis. Our instruction for use and our surgical technique report that the use of smr anatomic prosthesis is not indicated in case of rotator cuff tear. But, in this specific case, according to the info reported, patient rotator cuff was in good condition at first revision surgery time, when the lima smr anatomic total was implanted. Cuff failure was then experienced due to overstress caused by repeated surgeries in time. We can reasonably speculate that this second stage revision - conversion from smr anatomic total to smr reverse- was not related to the prosthesis itself. If the rotator cuff fails, as happened in this case, the patient will in any case need a conversion to smr reverse to reduce pain and restore the range of motion. No corrective actions planned for this specific case. Limacorporate will keep monitoring the market.

Event description:
Conversion from smr anatomic total to smr reverse performed on (B)(6) 2017 due to rotator cuff failure. According to the info reported, this was a second stage revision. First stage revision have been performed on (B)(6) 2017. At this stage, a mathys stemless prosthesis (previous surgery's date unknown) was explanted due to loosening of cemented poly, and the lima smr anatomic total was implanted. According to the info reported, at first stage revision time the rotator cuff was intact. It failed due to repeated surgeries. (B)(6).